Event description:
It was reported that the system stored untreated episodes due to oversensing of noise. Technical services reviewed the data and advised to have an xray done. Later, the patient received an inappropriate shock due to oversensing of noise. The doctor elected to explant the system and implant a transvenous system. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient affects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored untreated episodes due to oversensing of noise. Technical services reviewed the data and advised to have an xray done. Later, the patient received an inappropriate shock due to oversensing of noise. The doctor elected to explant the system and implant a transvenous system. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient affects.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.